Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the right plunger case was cracked, the top case by the handle and tubing guides was cracked, the bottom case was missing a rubber foot and was cracked by the l bracket screws. A review of the event history log identified depleted battery in the history. Functional testing was performed and the reported problem duplicated during power up process, the battery would not hold a charge. The root cause of the problem was normal wear as the battery pack was over 7 years old and way beyond its expected life expectancy of 2 years. Replaced the battery and performed power up process and all the functional tests passed.

Event description:
It was reported that the pump was not powering up. No patient injury was reported.